Event description:
Cryoablation procedure performed (B)(6) 2012. The physician notified medtronic on (B)(6) 2012 that the patient had a late onset phrenic nerve palsy that occurred following the procedure. No phrenic nerve palsy was noted during the case and attenuation was also not significant during the case. The patient is asymptomatic and will continue to be monitored by the physician to assess progress and phrenic recovery.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.